Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer will not work. Batteries had not been changed since (B)(6) but even at that time the patient took 1 battery from a fan and 1 from a tv remote. Patient will call back once she purchases batteries for assistance with increasing stimulation and possibly changing programs. It was reported the patient was trying to sit down in a chair and fell in (B)(6) 2015. Patient has had a return in symptoms since that time, specifically, having issues with leakage. The patient had now moved and need a new healthcare provider for the device. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.